Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed major damage on top case, cracked right plunger case and that the battery was missing. The tamper seal on the bottom case and plunger assembly were also removed/broken. Review of the event history log showed no error related to the plunger assembly problem and an occurrence of "force sensor bridge test." Functional testing involved a plunger sensor test and inspection of the plunger assembly as well as running the pump through the power up process, checking and testing the force sensor. The investigation found that the plunger assembly was rotated and loose, but no problem was found on the plunger board and on power up "force sensor bridge test" was displayed but all readings of the force sensor were within specification. It was determined that the plunger sensor issue was caused by normal wear; the screws were loose on the carriage and plunger head mount due to normal wear. The investigation was not able to determine the cause of the force sensor error as no physical damage or any other damage was found on the force sensor. The screws on the carriage and plunger head mount were tightened and the force sensor was replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited "failure plunger" and "force sensor error." No adverse effects were reported.

Manufacturer narrative:
Information was received on 03-mar-2020 indicating that no patient was involved in this event.